Event description:
Coil stretched. This pt was undergoing coil embolization within the anterior communicating aneurysm measured 9.4mmx8.3mmx9mm. There was no calcification, and the vessel had normal tortuousity. No resistance was felt when the coil was initially being advanced through the microcatheter (mc) to the target lesion. He made frame with 10x30 trufill coil through prowler 14 mp, after he tried to use this coil (8x24 trufill) through sl10. After struggling several time caused by m/c coming out from the aneurysm sac, he found this coil wasn't pushed into the aneurysm sac nor pulled back out. After removing the sl10 m/c with this coil at the same time, he found it was stretched. No resistance was felt during repositioning of the coil when stretched inside the aneurysm sac. The coil was being withdrawn for repositioning in the aneurysm when it unraveled/stretched but didn't move. Before stretching there was a one to one relationship between the coil & delivery tube, which was verified with fluoro prior to repositioning. He repositioned the sl10 mc when the coil was fully inside the mc. The stretched coil was pulled back into the mc and removed as a unit. Continuous flush was maintained within the mc.

Manufacturer narrative:
No resistance felt between the gw and the mc when accessing the target site. Total of six coils: four trufill's and two axiums were deployed to complete the procedure. There was no adverse event to the patient. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.